Manufacturer narrative:
The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿lot of lymph nodes¿, ¿seroma¿, ¿capsular contracture¿, ¿suspected rupture¿, and¿ sharp pain¿.

Event description:
Patient reported for unknown side ¿lot of lymph nodes¿, ¿seroma¿, ¿capsular contracture¿, ¿suspected rupture¿, and¿ sharp pain." The device remains implanted.